Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished lot and no non-conformances were identified.

Event description:
It was reported by vet that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. When tightening the knot, by using finger and needle-holder, the thread got broken at the level of the knot or at the level of needle-holder. The surgeon tightened progressively without exerting excessive tension. Another thread was used. No patient consequence.